Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited far r oversensing and the lead had dislodged. The lead was capped and replaced on (B)(6) 2025. The patient condition was unknown.